Event description:
While performing service, the manufacturer's service technician reported that the ventilator blower would not power up in normal ventilation mode and it alarmed due to occlusion. The ventilator was not in use on a patient, therefore was no patient harm or involvement. The service technician replaced the blower to address the finding. Failure of the blower in ventilation mode as reported could result in no ventilation during operation. Applicable final testing was completed and passed to operating specifications.